Event description:
The customer reported the system failed to display an image. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The particular cable has been ordered. No add'l info has been disclosed.